Event description:
On (B)(6) 2026, a 64-year-old male patient underwent a stent placement procedure using an e-luminexx device. Following deployment of the stent in the left external iliac artery, it was observed, after removal of the delivery device, that a portion of the stent sheath remained attached to the guidewire at the exit of the delivery system. This residual sheath rendered the terumo guidewire unusable for continuation of the endovascular procedure. The procedure was subsequently completed using an alternative device. No patient injury was reported.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.